Event description:
Hcp reported a patient that was obtunded and having respiration issues being admitted to the hospital for overdose. The patient's pump was filled with saline in 2006. The pump was filled with 500 mcg/ml baclofen seven days later. The catheter and pump tubing were primed. Two and half hours later, the patient was obtunded and having respiration issues. The patient was admitted to the hospital in their home town. The manufacturer was called for troubleshooting. Upon questioning, it was determined the old drug was not cleared from the pump tubing and catheter seven days earlier. The pt was programmed to a slow flow rate so most of the volume in the catheter and pump tubing was filled with drug. A bolus of 0.4mls of 500 mcg/ml was programmed so the patient would received 200mcg. The patient was then set to a 90 mcg/day simple continuous flow rate. Despite numerous attempts, no further information on patient symptoms or outcome were available at the time of this report. A follow up report will be sent if additional information is received.